Event description:
The gastrointestinal videoscope was returned to the service center with a report of "lens flush is weak". This does not indicate an MDR reportable event. However, during inspection of the device at the service center, an MDR reportable malfunction was noted in which black foreign material remained in the nozzle, and white foreign material remained in the air/water cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause cannot be identified. Based on the results of the investigation, foreign material remained in the nozzle and air/water cylinder; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.